Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation with an unknown mentor implant experienced right sided capsular contracture (baker grade unknown) post procedure. As a result replacement with 550cc mentor memorygel breast implants was performed on (B)(6) 2021. A subsequent capsular contracture event with for this patient was reported under (B)(4). (Procode) and (common device name) and unknown, however, they are being submitted for submission purposes.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation with an unknown mentor implant experienced right sided capsular contracture (baker grade unknown) post procedure. As a result replacement with 550cc mentor memorygel breast implants was performed on (B)(6) 2021. A subsequent capsular contracture event with for this patient was reported under (B)(4). D2b (procode) and d2a (common device name) and unknown, however, they are being submitted for submission purposes.